Event description:
It was reported the stimulator "had not been functional for past two years." It was unclear what non-functional meant. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).